Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) called and stated during a pd patient's treatment on drain 3/4 the patient received "m31 air detected in cassette" alarms. The pdrn stated the patient line connection was nice and tight. The treatment was cancelled and fluid was noted leaking from the cycler cassette area. Pdrn did not see any damage to the cassette. Additional follow-up revealed the pd patient was being trained in clinic for continuous cycler-assisted peritoneal dialysis (ccpd) therapy using a clinic cycler. The fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. No leaks were noted during treatment. No prophylactic medication was provided to the patient and no patient injury or adverse event occurred as a result of the fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy training without further issue. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.